Event description:
It was reported that a travel reverse error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. There were no visible cracks or breaks in the casings. The pump event history showed a travel reverse error - check clutch. The reported issue could not be verified during occlusion and end of syringe tests, unit ran at normal test speed. The plunger lever to unload syringe while pump was still infusing is the cause of the reported issue. The root cause was due to use error, as the unit alerted syringe near empty, and 20 minutes later while the pump was infusing it was moved from a position without the stop button being pressed. No repairs were needed, however preventive maintenance (pm) was performed. The device passed functional/delivery tests.